Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the erbe generator displayed multiple c-01 error messages. The customer received phone assistance from the technical support engineer (tse). The customer power cycled the erbe generator, swapped the energy cable, and swapped the instrument, with no success. Tse walked the customer through a system power cycle; however, the issue persisted. The customer continued the procedure using an external generator. No further error was reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and confirmed a faulty integrated electrosurgical unit (iesu). The customer reported issue was reproduced. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received/tested the iesu and could not reproduce the reported issue.